Event description:
Reporter indicated that the pt's device was registering high impedance. All attempts for further information regarding the issue have been unsuccessful to date. X-rays of the pt's device were received and reviewed for issues that may have been causing the high impedance. No issues were identified that could have been causing the high impedance, but due to a portion of the lead not being visible, a lead fracture could not be ruled out.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure suspected, but did not cause or contribute to a death or serious injury.